Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that despite troubleshooting, the mobile power unit (mpu) failed, constantly alarming. No log files were available. The mpu was replaced under warranty.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constantly alarming mobile power unit (mpu), serial (B)(6), was unable to be confirmed. Provided information indicated that no log files were available and that the mpu was replaced under the warranty. The mpu was not returned for testing. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 3 of the IFU and patient handbook, entitled ¿powering the system¿, provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including a yellow wrench alarm. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.